Event description:
Procedure: lobectomy. According to the reporter: the stapler cut and fired normally but the blade did not return. The stapled tissue got stuck in the stapler jaw. The physician was able to remove the tissue from the instrument and he did it by carefully removing staple by staple using tweezers to help in this process. There was bleeding, but it was not excessive. The case was extended by more than 30 mins. There was no unanticipated tissue loss. No pt info available.

Manufacturer narrative:
(B)(4).